Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely low glucose (glum) result generated by the unicel dxc 600i synchron access clinical systems for one patient. A patient sample was tested for glum and a result of 451mg/dl was obtained. The result initiated a critical rerun at the instrument and repeated result of 107mg/dl was reported out of the lab. The physician questioned the result because the finger stick result was 500mg/dl. Glum result was amended to 451mg/dl. No further testing of the original sample was performed. Patient treatment was not affected because the physician treated the patient based upon the fingers stick result.

Manufacturer narrative:
Based on the instrument's printouts, qc level ii was >2sd the day of the event. Qc level I and iii were borderline 2sd. Calibration was within specifications. Initial rate low flag was seen on glucose channel during this time frame. Customer did not question other results for this patient or other patient glum results. Customer cleaned glucose cup and the stir bar. A field service engineer (fse) was dispatched: the fse replaced glucose electrode and noted in his report "the electrode was expired". Bci has requested the electrode be returned for further investigation. Glucose channel is running within specifications and no flags are seen since fse serviced the instrument. Though fse replaced parts, the root cause for this event is unknown. A malfunction will be assumed for the purpose of this report. (B) (4).